Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b tampons multi pack, vaginally, during normal menstruation (lot number 2922m7396, frequency and expiration date unspecified). After an unspecified duration, she noticed that the string of the tampon came out. The consumer noticed the broken string with few tampons out of the multipack. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The consumer stated that she noticed the string of some of tampons were either not attached or pulled out completely when she prepared to use it for her regular periods and not during use. The consumer used only those tampons which did not have any defect during her regular periods. She further mentioned that the tampons without string were not used. This report was reassessed as a non reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(6) 2013, for a device product that is considered same/similar to a us marketed device (ob multipack). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b tampons multi pack, vaginally, during normal menstruation (lot number 2922m7396, frequency and expiration date unspecified). After an unspecified duration, she noticed that the string of the tampon came out. The consumer noticed the broken string with few tampons out of the multipack. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (ob multipack). This closes out this report unless additional follow up information is received.